Event description:
Cook (B)(4) reported for the customer, "under local anaesthetic of the right miniport was removed, but attached to this was only 4 cm of the line. The wound was closed with 1x deep and 1x subcuticular 3'0' absorbable rapide sutures. The pt was then screened and the remainder of the line was clearly demonstrated looped in the pulmonary arteries. On closer questioning it appears that she became short of breath in may and it was at the same time that her port stopped working. Snares have been used to retrieve the remaining line."

Manufacturer narrative:
(B)(4). Product has not been returned for eval.